Manufacturer narrative:
The pump was received with cracked bleeding lcd, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their pump was cracked across the screen. The customer's blood glucose level was unknown. The customer was advised the pump would be replaced and returned for analysis.